Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer patent foramen ovale (pfo) occluder was chosen for implant to close a pfo. The device was prepared according to the instructions for use. The device was deployed, but the position was not satisfactory, so the device was recaptured and removed from the patient. The device was inspected on the table, and it was noted that the device was not going back to its initial shape and that the discs of the device were not flat anymore. The decision was made to replace the device with another 30mm amplatzer pfo occluder, which was successfully implanted. No patient adverse consequences were reported. The patient status was reported as stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The investigation confirmed that the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.

Event description:
Subsequent to the initially filed information, it was reported that the delivery system used was a 9f amplatzer trevisio intravascular delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. There was no there any interaction with cardiac structures during deployment, and there was no there any angulation or kink noticed in the delivery system.